Event description:
Information received that the head tilt would fall over time when pressure was applied. No injury was reported.

Manufacturer narrative:
Technician found the stretcher from surg. Issue: head would drift over time, when pressure was applied. Resolution: replaced all parts for head function to resolve this issue.